Event description:
On (B)(6) 2009 pt reported she was facing occlusion errors that began on (B)(6) 2009. She stated she changed her accessories on (B)(6) 2009 and was receiving her basal delivery today just fine. Pt reported she would receive an occlusion when she would bolus. She stated she could bolus 0.5 units successfully but when she bolused 1.0 unit, the infusion device would occlude. Pt reported she did not change her infusion site on (B)(6) 2009 but was able to prime out the end of the infusion tubing and bolused in the air successfully. She stated she would receive an occlusion with a larger bolus once attached to her infusion site. Pt reported she disconnected from her site and could bolus 0.5 units in the air successfully, but when she bolused .10 unit in the air, the infusion device would occlude. Pt reported insulin spilled in the chamber of the infusion device over the summer. She stated she cleaned it out and that it was not a large amount. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of suspect product for evaluation.